Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement internal battery to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral battery logs were returned to resmed for an investigation. Review of the battery logs revealed an internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint and internal battery degraded warning alarm were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.